Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including self-test, priming, and under water pressure tests were performed with no connection issue or abnormality observed. The reported condition was not verified. The product met specification. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated set with cassette had a connection issue with a solution bag. The event was further described as ¿when connected to the dialer and heating line, it will not lock firmly and will continue to rotate¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.